Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced an infusion set tape came off, which led to skin issue event on 20 feb 2026. The infusion set was in use for within four days, and the site of insertion was abdomen. The patient experienced symptoms including pain skin irritation with redness and rashes at insertion site.